Event description:
The customer reported the battery test failed. No patient involvement reported.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the battery test failed. No patient involvement / harm.